Event description:
It was reported during service at manufacturer facility that the o-ring is missing from the system 6 aseptic housing assembly which can cause the housing to not close properly. No associated procedure, no patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
The device has been received, failure analysis is in progress; additional information will be submitted once the quality investigation is completed.

Event description:
It was reported during service at manufacturer facility that the o-ring is missing from the system 6 aseptic housing assembly which can cause the housing to not close properly. No associated procedure, no patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
The reported event, guide broke away from the housing and o-ring seal is missing, was confirmed. The technician concluded that the guide rails were broken and the o-ring seal was missing. The guide rails were broken most likely due to cleaning practices that were not consistent with the IFU. Device was placed in parts retention.